Event description:
It was reported that during implant the setscrew and sealing came out of the header when the wrench was pulled out. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of setscrew and sealing out of the header was confirmed in the laboratory. The ventricular septum came out of the header due to no medical adhesive in septum cavity.